Event description:
It was reported that the pump ran for approximately 2.3 ml before stopping. Upon investigation, a significant amount of air was observed in the line. A closed system transfer device (cstd) was not used to fill the cassette. Additionally, the pump was not used to prime the tubing, instead the tubing was primed using the syringe method. The duration of the infusion was 46 hours. The programmed rate was 2 ml per hour. There was no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.